Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was not holding position which was noted during an in-house inspection. There was no patient involvement and no surgery delay.

Manufacturer narrative:
Unique device identifier (UDI) #: (B)(4). The mayfield skull clamp was returned for evaluation. Device history record (DHR): the DHR shows no abnormalities related to the reported failure. Complaint not confirmed via inspection of the unit. Evaluation found that when the unit is properly positioned and put under pressure, the unit will function properly.